Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-may-2023. Investigation summary: samples were received and an investigation was performed. According to photo provided, a chinese character on the shipper label is incorrect. Based on the investigation above, related batches are blocked and CAPA raised. DHR was reviewed and an error of shipper label is confirmed existing. The reason is printing template set in machine was wrong, a chinese character is incorrect. Bd was able to duplicate or confirm the customer¿s indicated failure mode .

Event description:
It was reported that 112000 bd micro-fine¿+ pen needles had incorrect label information. The following information was provided by the initial reporter: the sales agent reported the event on behalf of the distributor, it was found that the outside box label was inconsistent with the inside label on the carton package during incoming inspection. Affected quantity are 80 boxes, 1400 pieces per box, 112000 pieces in total.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 112000 bd micro-fine¿+ pen needles had incorrect label information. The following information was provided by the initial reporter: the sales agent reported the event on behalf of the distributor, it was found that the outside box label was inconsistent with the inside label on the carton package during incoming inspection. Affected quantity are 80 boxes, 1400 pieces per box, 112000 pieces in total.